Manufacturer narrative:
The operator from the united states was not wearing the recommended eye protection while handling the advia centaur (B)(6) controls and may have been exposed to biohazardous material. As stated in the warnings section of the advia centaur (B)(6) quality control instructions for use (IFU) (10994410_en revision d, 2019-08):" caution! Potential biohazard: the controls contain human source material. No known test method can offer complete assurance that products derived from human blood will not transmit infectious agents. All products manufactured using human source material should be handled as potentially infectious. Handle this product according to established good laboratory practices and universal precautions. Use eye protection and gloves when handling this product; wash hands after handling." The customer was provided a copy of the advia centaur (B)(6) quality control IFU and the advia centaur (B)(6) quality control safety data sheet (sds). The analyzer is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted a customer care center and reported that while discarding uncapped aliquots of siemens advia centaur (B)(6) quality control material the operator was splashed in the eye. The operator was wearing prescription eyeglasses, not laboratory safety glasses and the liquid splashed under her glasses. The operator rinsed her eye with an eye wash. There was no pain, redness or apparent injury to the eye. There are no known reports of patient intervention or adverse health consequences due to this incident.